Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, physician used an everflex entrust self-expanding stent along with non-medtronic 6fr 45cm sheath and 0.014" 300cm guidewire when treating a moderately calcified lesion in the left proximal to mid superficial femoral artery (sfa) with 90% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length were 6mm and 150mm respectively. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue occurred with physician unable to deploy stent. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed prior to stent deployment. The lesion was pre dilated with a 4x100 0.035" balloon. There was minimal resistance encountered when advancing the device due to calcium in vessel. It was reported that the physician positioned the balloon and had removed the locking pin. Upon utilizing the thumb wheel, physician heard an unusual "click" and was no longer able to move the thumbwheel and complete the deployment of the stent. In trouble shooting, he unsheathed the stent to allow for deployment, but it appeared to be elongated. The delivery system was safely removed with no intervention required. No adjustment was made after initial flowering of stent. The physician post dilated with a 5x100 0.035" balloon; ballooned the sfa distal to the stent and completed the cases with no further complication. There was no patient injury.

Manufacturer narrative:
Product analysis the device was returned with the red safety tab removed the stent size was identified from the strain relief an in house 0.035¿ guidewire was loaded into the device but met resistance during functional testing the deployment wheel was rotated, and a click could be heard, the handle was opened, and it was found that the pullwire was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.